Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, it was seen that both samples was damaged by embedded resin. During the test, anesthesia circuits did not passed the leak test. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. UDI information is unknown.

Event description:
It was reported that the device had an air leak during pre-use check. No patient injury was reported.